Manufacturer narrative:
(B)(4). Did the cartridge pan (metal piece on the bottom) come off the cartridge? Cartridge pan was intact.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the gold reload was opened from peel pack by scrub and when placed on back table the sleds feel out and reload was noticeably bent. This load was never fired. Case completed with another reload. There were no patient consequences reported. (B)(4).